Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The manufacturer¿s service technician replaced the device's oxygen blending module (obm) printed circuit assembly (pca) board to address this issue. Additional findings not related to the malfunction/issue, the manufacturer¿s service technician observed a ventilation service required error code in the device¿s event log. The obm pca board was replaced for this issue. In addition, the manufacturer¿s service technician found the screw fastening count had exceeded the prescribed value, so the manufacturer¿s service technician replaced the base enclosure to address this issue. The following parts were proactively replaced on the device: detachable and internal batteries, capacitor, battery fan, exhaust fan assembly, stirring fan, and the forty-three micron filter. After replacing the parts on the device, the manufacturer¿s service technician performed the repair test and run-in test, along with the battery and alarm checks. The manufacturer¿s service technician determined the device was operational and cleaned the device.

Manufacturer narrative:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The manufacturer¿s service technician replaced the device's oxygen blending module (obm) printed circuit assembly (pca) board to address this issue. Additional findings not related to the malfunction/issue, the manufacturer¿s service technician observed a ventilation service required error code in the device¿s event log. The obm pca board was replaced for this issue. In addition, the manufacturer¿s service technician found the screw fastening count had exceeded the prescribed value, so the manufacturer¿s service technician replaced the base enclosure to address this issue. The following parts were proactively replaced on the device: detachable and internal batteries, capacitor, battery fan, exhaust fan assembly, stirring fan, and the forty-three micron filter. After replacing the parts on the device, the manufacturer¿s service technician performed the repair test and run-in test, along with the battery and alarm checks. The manufacturer¿s service technician determined the device was operational and cleaned the device. The oxygen blending module printed circuit assembly board returned to the product investigation laboratory (pil) for further evaluation. The product investigation lab was able to verify a faulty obm as noted by service. The faulty obm is due to suspected contaminated obm sensors issues noted in er2227086. Box: h has been updated to reflect the investigation findings.